Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when stapling the esophagus for resection, the reload stapled the tissue but did not cut. There was an unanticipated tissue loss as a result of this problem. The operating time has been extended. They stapled with a new reload to complete the case.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when stapling the esophagus for resection, the reload stapled the tissue but did not cut. There was an unanticipated tissue loss as a result of this problem. They stapled with a new reload to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.